Event description:
The hospital reported that during an endoscopic vessel harvesting procedure after the cutter was added to the cannula and branch ligation was started, vasoview hemopro 2 failed to work on the very first cut. When the jaws were closed, the device would activate and beep twice, emit smoke, stop beeping, shut off, and fail to cut. A couple more attempts were made with the same result. Then, troubleshooting began and cords, adapters, and power supply were swapped out. The issue persisted. A new device was opened to complete the procedure without incident. There was a minimal delay to open the device. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#:(B)(4). The device was returned to the factory for evaluation on 05/24/2024. An investigation was conducted on 06/03/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and clear silicone insulation of both the hot and cold jaw were observed to be intact with no visual defects. The c-ring was observed to be intact. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. The harvesting device was inserted into the cannula port and it was observed that the c-ring was in closer proximity than normal to the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at 0.694 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failures "electrical /electronic property problem", "failure to cut", and "environmental particulates; excessive smoke" were not confirmed, however the analyzed failure "material deformation; c-ring wire" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000380847 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures "electrical /electronic property problem", and "failure to cut". However, it was determined that there is a relation between the batch manufacturing process and the analyzed failure "material deformation; c-ring wire. CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.